Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they are getting message cannot provide desired stimulation since this morning. Caller stated patient is charged but has no stimulation. Patient stated they are not getting pain relief and he is in pain. Patient service asked patient to connect with the controller and controller show implanted neurostimulator 100%, controller 30% charged. The issue was not resolved. Agent recommend patient consult with healthcare provider (hcp) for next steps and reviewed rep's role. Additional information was received from the manufacturer representative (rep).  Rep met with the patient and impedances show contact 11 is 40k ohms. Caller removed programming from contact 11 and reprogrammed to 8-10 at 240 pw, 205 rate but was still seeing "settings not available" at 6 ma. Caller provided that with ref 0, contact 8 was 670 ohms, contact 9 was 390 and contact 10 was 1050 ohms. Caller stated the rest of the impedances are around 700 ohms. Technical services (tss) suggested adding active electrodes, lowering rate and pw and keeping ins charged (currently at 70%). Tss reviewed factors that go into oor and that they will need to adjust settings to find appropriate balance between therapy and staying within regulation. Patient representative called back stating patient (pt) received a controller replacement. Pt rep is now calling about 'settings not available' message. The issue started last friday. Pt met with the new rep on monday to get the settings right for the new controller. Pt rep received a text from their regular rep today stating 'you maxed out of energy and cannot turn stim up anymore based on your programming settings.' The reps are telling pt everything was right but it was not. Pt did not have what pt used to feeling. Pt rep wants someone to take time to go through pt's programming over the phone. Reviewed the meaning of the screen, redirected to hcp. Reviewed the process of contacting the rep.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the system was replaced.

Manufacturer narrative:
H3: analysis of the electrical stimulation lead (serial number (B)(6)) found that the conductor body was broken at the anchor site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) reported additional information. Patient noted that they are on a stick shift type device and they have to change it at night and back in the morning when they get up because it's too much stimulation so they know what's going on. Patient mentioned that the main rep that they work with could not figure out how to get their implant going and it took 3 reps; patient added that they lost stimulation about 6 months ago. Patient also mentioned that their electrodes are burning out at a rapid rate; they have lost like 10 of them already or more so they understand those wires were put in when they were 100 pounds heavier so they got crushed together with their muscles in their back and they are working too after that disability they had, and now they are having all these issues; patient lost 100lbs. Patient told the representative a couple months ago maybe even 6 months ago that they felt such a pain in their implant in their area that was severe and the implant is only 4.5 years old so they don't know what is going to take place, but they need to get it fixed. Patient had to switch programs so they do not have the features that they used to have and they can't get the desired settings. Patient reported they like the adaptive stim, but the stimulator doesn't work the way they want it to a ll the time; it's just not working like it used to. Agent documented the reported information. Additional information was received from the patient. They reported that they have been having some problems with their stimulator. Patient reported that they got batteries low replace the controller batteries soon message and it started a couple days ago. Patient stated that they called the doctor and saw them a few weeks ago and also spoke to a manufacturer rep. Patient noted that the rep told them that the controller needs to be replaced. Patient mentioned that everything was working fine but they sometimes get a little shock; patient added that they also started getting settings not available again and just turn their stimulation down. Patient mentioned that without their stimulator they suffer and that they had the recharger replaced recently. Walked patient through an ac power reset of the controller; patient confirmed controller powered back on. Patient mentioned they saw memory problem data has been lost message on the screen; patient walked through resetting the date and time. Had patient start a charge session; patient was recharging and the implant at 90% because they charged yesterday. Shortly after, patient stated that the charge session turned off on them and the batteries low replace controller batteries soon message popped up. Reviewed the error message with patient. Patient noted that the rep said the controller is not getting the correct transfer of power from the ac power supply cord and insisted on replacement; patient added that they had the controller replaced before but never the ac power supply cord. The issue was not resolved. Agent sent an email to repair to replace the controller and ac power supply cord. On 2025-feb-05 the rep reported there is an ongoing impedance issue with this patient, and patient education about the adaptivestim feature. The rep was not aware of any crushed electrodes or stimulation issues. The rep noted another rep to reach out to. On (B)(6) 2025. The rep reported the patient had transient impedances in september and was reprogrammed around the impedances. Patient was seen again in january and the rep had to reprogram around those electrodes due to ineffective stimulation. The rep reported the patient does not have "crushed leads." The patient was referring to the ongoing impedance issues, and this was verified with the healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances, greater than 40 ,000. The rep moved to available electrodes. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that the cause was unknown. The pt was reprogrammed to bypass oor per training. Issue resolved per patient.